Event description:
Qc s. Aureus atcc 29213 and clinical isolates versus oxacillin were out high (resistant) when used with rapid positive mic lot #2005-03-14. This issue has been associated with a dade behring conducted recall for microscan rapid pos broth inocolum broth, lots 050905a-1, 051605a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in 01/05.